Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40501r2086) was inserted and leaflets were grasped. During the removal of the lock line (ll), it was noted that the ll got stuck. Therefore, the physician decided to remove and replace the clip. An additional xtw clip (40506r1069) was inserted and deploy on the tricuspid valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). In an attempt to stabilize the slda, an additional clip was inserted. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was concluded. Tr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda is due to challenging patient anatomy (large coaptation gap). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.